Manufacturer narrative:
H6: investigation summary as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
It was reported that the bd precisionglide¿ needle separated from the syringe during use, causing insulin to leak out of the syringe. The following information was provided by the initial reporter: "caller reported that when she was filling up her cartridge that her needle came off of her syringe and insulin spilled out from the syringe."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd precisionglide¿ needle separated from the syringe during use, causing insulin to leak out of the syringe. The following information was provided by the initial reporter: "caller reported that when she was filling up her cartridge that her needle came off of her syringe and insulin spilled out from the syringe."